Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter read inaccurately high compared to her expected result. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2010 and obtained the following information. The mss was advised the patient tests her blood glucose 3x a day. The patient manages her diabetes with lantus insulin (5 units 2x a day) and novolog insulin (sliding scale 4x a day). The alleged issue began on the afternoon of (B)(6) 2010. The patient stated her blood glucose has been reading around the "200 mg/dl" range and occasionally lower depending on her diet. The patient denied making changes to her diabetes management routine. About 5pm, the patient stated her boyfriend had difficulty awaking her from a nap and the patient claimed she felt dizzy. The patient stated she had been feeling tired lately due to antidepressant medications she has been taking. After 6pm that same evening, emergency medical services (ems) was contacted and administered the patient a glucagon injection. The patient obtained a blood glucose result of "64 mg/dl" on the ems meter. At the time of troubleshooting, the customer care advocate (cca) noted the meter was set to the correct unit of measurement. The patient did not have control solution to test the subject meter. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
The 510(k) # is k062195.